Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that she couldn¿t communicate with the ins using the controller or tablet. The rep reported that they were doing a revision on the day of the report because the ins died last month, they were not able to charge and they thought that the battery was too deep to charge, the rep reported that they tried to do a passive recharge prior to starting the case. The rep reported that during the case, they were attempting to charge the battery with the ins out of the pocket and using the patient¿s recharger. When that recharger wouldn¿t connect, the rep attempted to connect another controller and recharger to the patient¿s ins (still out of pocket) and that was unsuccessful. The rep reported that they were able to connect those to rechargers to a new battery in the box. The rep reported that they thought this indicated that there was a problem with the battery. The rep also reported seeing a no device found screen. The rep started a passive recharge and reported that the recharger was able to connect to the ins and the battery level was low, but it was charging normally. The rep reported that she would charge the battery until she could communicate with the clinician programmer. No further complications were reported.

Manufacturer narrative:
Additional information indicated this event has also been reported in mfg report 3004209178-2018-11666. Any additional information regarding the event will be documented in that report. If information is provided in the future, a supplemental report will be issued.